Event description:
Reportable based on analysis completed on (B)(4) 2014. It was reported that a low temperature reading error occurred preventing the catheter to continue ablation. A 7-110-2.5-8-8 k2 blazer prime xp was selected for an atrial flutter procedure to treat the right atrium. The catheter was being used in conjunction with a non-bsc generator when after 11 rf applications the generator showed 12 degrees celsius. The device was removed from the patient and the procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable. However, device analysis revealed that the ring adhesive was broken.

Manufacturer narrative:
Device evaluated by MFR.: the device was received for analysis. Device analysis revealed that the rings are scratched. The second ring has blood under the adhesive. The third ring adhesive is broken and has blood under the adhesive. Ablation was tested using a test generator and a d06 sensor failure was displayed. An electrical test was performed and the device was found out of specification. The thermistor resistance value was higher than specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).